Event description:
A non-healthcare professional reported that, upon opening the iol it was discovered that the lens was improperly positioned in the container, resulted in the haptic part being bent at an incorrect angle and crumpled. The lens was implanted and the surgery was completed despite the defect, and the surgeon believed that the lens remains a high risk of iol decentration during the postoperative period. It was also stated that reimplantation may be required. The patient was under observation. Additional information received and stated that the patient condition was satisfactory with the results of distance vision of 100 percent and near vision 50 percent and no reimplantation was required.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is:(B)(4).

Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. The product was not returned for analysis. Only video and photo were returned. The reported complaint can be observed on the returned video and photo. Video review. Video provided shows an iol inside a lens case base. Solution is observed on the iol. One haptic appears to be positioned incorrectly and bent back against one of the lens case posts. Surgeon removes lens with tweezers. There also appears to be damage to the optic edge as a result of the iol being pressed against the lens case posts. Photo review. Returned photo pic2 shows an iol in a lens case base on a screen. One haptic appears to be bent and incorrectly positioned in the case. The root cause is deemed to be manufacturing related. Based on our observation of the attached video and photo, one haptic appears to be positioned incorrectly and bent back against one of the lens case posts. There also appears to be damage to the optic edge as a result of the iol being pressed against the lens case posts. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).